Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had another emergency backup battery (ebb) fault. The patient wasn't doing anything, their system controller just started alarming. The ebb had been exchanged 2 other times prior to (B)(6) 2024 so the providers did a system controller exchange. The patient had been on their system controller since implant in (B)(6) 2024. They tolerated the system controller swap with no issues. No alarms were noted and there were 30 months left on the ebb on the new system controller. A self test was completed with no issues. The old system controller will be sent back and it's serial number had rubbed off. Log files captured ebb faults starting (B)(6) 2024 at 09:23 and they continued throughout the remainder of the files. It appeared that the ebb failed the load test resulting in ebb faults.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Manufacturer¿s investigation conclusion: incidental findings: tear on the outer jacket, fluid ingress in power cable. The reported event of a backup battery fault alarm was confirmed with the data captured in the log files. Data from the event was reviewed. The controller event log file captured backup battery fault alarm events that initially became active on 01may2024 at 9:23:43 and remained thereafter. The alarms did not affect the controller¿s ability to operate the pump at the set speed and activated due to the backup battery not passing load test. At the time of the alarm activation, the unloaded voltage was under the allowed threshold. On (B)(6) 2024 at 11:03:20, the driveline was physically disconnected, and the shutdown sequence was initiated shortly after. These sequences of events appear consistent with the reported system controller exchange. The returned system controller (serial (B)(6) passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The returned backup battery (B)(6) was discharged then fully charged. A backup battery fault alarm was unable to be reproduced. A root cause for the reported event cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarm. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook document # rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes backup battery fault alarms. Backup battery fault alarm ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use document # rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect all cables for signs of damage. Under section 2, ¿replacing a backup battery in the system controller¿ details the required tools and steps to exchange the internal 11v backup battery. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.